Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/15/2023, it was reported by a sales representative via phone that an ar-2658tr knotless distal clavicle plate button tightrope had an issue during an ac joint reconstruction with a clavicle fracture procedure on (B)(6) 2023. The button came disassociated from the inserter after going through the clavicle, it deployed prematurely. The button was still attached to the suture but had flipped, and therefore could not be used. No piece of the button broke off inside the patient. The suture was cut and removed together with the button in one piece from the patient, and the complaint device was discarded, no pictures were taken. Another ar-2658tr knotless distal clavicle plate button tightrope with the same lot number was used to complete the procedure successfully with no patient harm. There was a case delay of under 5 minutes, and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error caused by misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.